Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor and found to be fully functional. There is no indication of a device malfunction.

Event description:
The patient was appropriately treated 1 time by the lifevest. The patient's post-shock rhythm was asystole with intermittent cardiac activity. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's rhythm returned to sinus bradycardia/sinus rhythm from 20 to 70 bpm 105 seconds after the appropriate shock. The patient was in the hospital and continued use of the lifevest.